Manufacturer narrative:
Device evaluated by MFR. : the express sd was returned to boston scientific for analysis. The device was inspected for any damage or irregularities. The express sd showed signs of use. The stent was in the catheter and had not been deployed. Microscopic analysis found no kinks on the catheter shaft, but the middle of the stent showed bends and the distal end of the stent showed lifting. The proximal end of the balloon is twisted. Damage to the tip looks consistent to the device being advanced. The clinical observation was confirmed.

Event description:
Reportable based on device analysis completed on 19-jul-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the renal artery. A 5.0mmx19mmx150cm express sd stent was advanced for treatment. However, the stent did not cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good. However, returned device analysis revealed stent damage.